Event description:
As reported by (B)(6), a (B)(4) study patient experienced peri-procedural myocardial infarction. The indication for the index procedure was stable angina pectoris. Angiography reveled 75% stenosis in the proximal left anterior descending artery (lad). The target vessel had been previously revascularized in 2006, with an unknown stent. The vessel was described as 12mm in length, class b1 and de novo. The reference vessel was 3.0mm in diameter. A 3.5mm x 18mm at 24atm cypher rx stent was implanted by direct stenting. There was 0% residual stenosis and there was no post dilation. There was no dissection and timi flow 3. At pre-procedure, the ck peaked at 93 (300 u/l), the ck-mb peaked at 3.07 (6ng/ml) and the troponin peaked at 0.56. At 6 to 12 hours post procedure, the ck peaked at 93, the ck-mb peaked at 3.07 and troponin peaked at 0.56. At 16 to 24 hours post procedure, the ck peaked at 93, the ck-mb peaked at 3.07 and the troponin peaked at 0.56. The ECG core lab reported no new major st-t abnormalities and no new q waves. There was no procedural complications and the patient was discharged the next day. Based on (B)(6) received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure myocardial infarction based on the elevated cardiac enzymes. The committee reported the event as related to the device and related to the procedure.

Manufacturer narrative:
Concomitant medications: aspirin 325mg qd and clopidogrel 75 mg qd. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi and instent restenosis. This is a (B)(6) male with medical history including pci in 2006 and dyslipidemia. The indication for the index procedure was angina. Angiography revealed 75% stenosis in the proximal left anterior descending artery (lad). In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. The target vessel had been previously revascularized in 2006 with an unknown stent. The vessel was described as 12mm in length, class b1 and de novo. The reference vessel was 3.0mm in diameter. A 3.5mm x 18mm at 24atm cypher rx stent was implanted by direct stenting. The study stent was implanted within 5mm of the previously placed stent. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Peri-procedure, the ck was 85, the ckmb was 1.23 and troponin was <0.01. Post procedure the ck was 93, the ckmb was 3.07 and the troponin was 0.56. In the next set of enzymes was the troponin was 0.56. The ECG core lab reported no new st-t abnormalities and no new q waves. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hyperlipidemia and known cad.